Manufacturer narrative:
Product event summary #the device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: lfj107457v the proximal section of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was noted that explant damage had occurred including insulation damage and an overstress proximal conductor fracture. (B)(4).

Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.